Manufacturer narrative:
The investigation could not be completed, no conclusion could be drawn, as the product is entering the complaint system.

Event description:
Medwatch report # (B)(4) received will be included with this report. This is 1 of 7 reports for this event. The patient presented to emergency department after her fall and was seen in consultation by orthopedist. He placed the patient in a stirrup type coaptation splint and was discharged home with pain prescription. She was to follow up in orthopedist office 3-4 days later and patient was told that there was a good chance she would require surgical repair but he wanted to manage it nonoperatively until the swelling went down. Surgeon said, it was a spiral fracture and he recommended surgery. First surgery was open reduction internal fixation of l humerus fracture with 14 hole synthes small fragment locking plate. The patient developed post traumatic avascular necrosis and the hardware was painful. The screws were penetrating into her joint eroding her glenoid with significant pain and the patient had a revision surgery recommended. On (B)(6) 2012, the patient had a l total shoulder arthroplasty using a zimmer bigliani/fatow shoulder system. The patient tolerated the procedure well with no complications.